Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported via letter from the patient that, "he had a total knee replacement surgery in (B)(6) of 2008 on his right knee and it never stopped swelling. In 2010, his knee cap slipped to the side. Since then his knee hurts when he sits and stands. Patient wants to know if his implant was part of a recall."